Manufacturer narrative:
One medfusion pump was received with the top case chipped on the corners, the bottom case was cracked by the l-bracket and the right plunger case was cracked. The event history log was reviewed and there was a firmware mismatch error. The power up process was conducted, the system update status was checked, the software was uploaded from the base to the head of the pump and a visual inspection was conducted. The firmware mismatch error was found at power up as well as contamination on the interconnect board. This issue was customer induced via fluid ingression into the main body of the pump as a result of either the customer's improper cleaning of the pump, or the customer's introduction of excessive fluids to the pumps surface. The interconnect board will be replaced to resolve the issue.

Event description:
Information was received indicating that a smiths medical medfusion pump had a firmware mismatch error. The issue was discovered during preventative maintenance testing and there was no patient involvement.